Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have two bent grips, causing them to be misaligned. The offset at the tips was 0.43 mm. The grips were not found to be cracked. The complaint regarding instrument not applying clips was confirmed by failure analysis. The probable root cause of severely bent grips to damage during use, as moderate misalignment of grip tips can occur due to grasping hard tissue or objects, or through collisions with other instruments.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument was not applying clips. The procedure was completed with no reported injury.